Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. The pt had a history of systemic hypertension, hyperlipidemia, chronic obstructive pulmonary disease, chronic renal insufficiency with recent history of thoracotomy for spontaneous hemothorax. It was reported that the pt presented with a ruptured aneurysm. The patient was emergently transported to the operating room in critical condition. After the abdomen was explored a large retroperitoneal hematoma was noted. The stent graft was removed; however, at this point the patient did not have any improvement despite aggressive CPR and subsequently expired. The stent graft was discarded.